Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was over delivering insulin and the blood glucose is low as 42 mg/dl. Customer¿s current blood glucose value was 74 mg/dl. It was also reported that customer's mother gave 100 carbs to customer but still he had low blood glucose. It was also reported that reservoir was leaked. The customer stated that insulin was seen in reservoir compartment and customer was had no idea about whether leak was at 1st or 2nd o ring. Customer has been treated low blood glucose with food. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low bg. Based on customer's report customer allege pump was over delivering. The insulin pump passed self test. Customer reports reservoir was not worn during a medical procedure/test around high magnetic field. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found reservoir no leakage and no air bubbles anomalies when removing the plunger, plunger was easy to connect/release properly. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal,bolus leaking test per dop114-811 as follows: reservoir filled with diligent and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion: reservoir does not leak.